Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: aspirin, clopidogrel, xience prime stents (3.0x15mm, 3.5x15mm). (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and death are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue. The other two xience prime stents referenced are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2013, to treat stable angina three xience prime stents (3.0 x 15 mm , 3.5 x 28 mm, 3.5 x 15 mm) were successfully implanted in the distal, mid and proximal de novo right coronary artery (rca). On (B)(6) 2013, the patient was hospitalized for restenosis of the three xience prime stents. On (B)(6) 2013 unspecified bare metal stents were used as treatment and the patients condition improved. On (B)(6) 2015 the patient expired while hospitalized, from unknown causes. No autopsy was performed. No additional information was provided.